Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the uplink tests are out of specification; the rf (radio frequency) head cable found out of el ectrical specification. Analysis also found the rf head label is delaminated. Product ID: 2090 programmer. (B)(4).